Event description:
In 2007, a patient was treated with the triactiv fx system. The initial kit was used without incident (lot #49912). When they went in again for a second time, they used a spare inflator (lot #51710), which wouldnot lock the spare wire (51657) into place. They tried a total of 4 inflators of lot #51710. Attempted to deploy the wax plug, balloon inflated, however, over the course of about a minute the balloon would deflate. Patient did not experience any adverse events as a result of the device malfunction.

Manufacturer narrative:
Add'l catalog # pn 60043-03 lot 51657, exp. 07/31/2007. Date of manufacture 07/2006. Patient information was not available and will be sent in a follow-up report. Device evaluation is ongoing and will be provided in a follow-up report.